Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1g, every 3rd day, ongoing) and amikacin injection (250mg, every day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient retraining is still ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment were discontinued on an unknown date. At the time of this report, the patient has recovered from the event. Patient retraining was completed. Should additional relevant information become available, a supplemental report will be submitted.